Event description:
The patient called alleging that their meter does not power on. The patient experienced symptoms of feeling nervous and had dry mouth at the time of testing. Patient tried to test and was unable to obtain a reading, since the meter displayed "don kon". The patient was taken to the hospital and the patient's blood glucose reading was 300 mg/dl, and was treated with a pill and was given 25u of 70/30. Meter at this time does not power on, therefore, customer service was unable to verify the information about "don kon". No information on whether segments were missing on the device. The lifescan meters are not designed to display that message. The battery was replaced less than a year ago and the battery contacts were in good condition. The battery was correctly installed and the meter does not power on when pressing the power button.